Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported, the patient underwent a valve in valve (sapien 3 in sapien xt) tavr procedure due to a "failed xt". Additional information has been requested.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A valve in valve procedure can be performed for severe or clinically significant pvl, central leak, or valves deployed too aortic/too ventricular. This intervention is performed to treat serious injury and/or prevent permanent impairment. Despite multiple attempts, additional information was unable to be obtained, therefore, the exact event details and root cause could not be determined. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.